Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a farapulse (boston scientific) pfa af procedure, the physician noted that the valve on the 13f agilis was leaking air. It was replaced with a 13f agilis of the same lot number and the valve on the replacement also leaked air. To resolve, a sheath from a different vendor was used and the procedure was completed with no reported adverse consequences to the patient.